Manufacturer narrative:
Per tandem's user guide:when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water, or use any other liquid to clean it. Do not place the pump in the dishwasher, or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel. Never place your pump in a microwave oven, or baking oven to dry it. The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump " went through the wash" and became unresponsive and frozen on a "black" screen. The customer's blood glucose was approximately 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.